Event description:
The patient presented to the ER due to repeated inappropriate shocks. The ICD displayed hardware reset mode upon interrogation. Tts stated that the device was no longer programmable and was acting as a vvi pacemaker. The device was schedule for explant. The patient was kept in the hospital on telemetry until new device was implanted.